Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported on behalf of a patient who complained" "shortness of breath, severe throat clearing, cough/difficulty swallowing/choking, breast pain, severe bruising, severe fatigue and muscle weakness, ibs, memory loss/brain fog, sudden food intolerance/allergies, severe hip/joint pain, reflux, hair loss, photo sensitivity, poor sleep" " sjogren's syndrome (severe)" , "change in breast size" "one of my implants was ruptured." The device has been explanted.